Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 31 mg/dl resulting in the customer going to the emergency room and subsequently being hospitalized. Customer used nasal glucagon and was treated with intravenous fluids of saline. Reportedly, the customer alleged that pump software did not accurately adjust the amount of insulin delivered, resulting in the low bg. Tandem technical support (cts) verified in the pump data logs that the control iq software was performing as intended and low bg was due to the customer inadvertently performing the load fill tubing sequence while connected to the site. The customer was discharged from the hospital 2 days later with no permanent damage. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.